Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade iii, lymphadenopathy¿.

Event description:
A patient reported they experienced the events of ¿unexplained lump in my right breast / axilla¿, ¿double capsular contracture baker grade iii¿, ¿constant pain in the breast¿, ¿reactive lymph nodes¿, ¿concerned with links to cancer¿ with an inspira textured silicone gel filled breast implant. Device has been explanted.